Manufacturer narrative:
The event of inflammation/irritation and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: inflammation/irritation and necrosis.

Event description:
Patient reported inflammation and necrosis, side unspecified. Device has been explanted.